Manufacturer narrative:
Upon being notified of this complaint, thermotek requested (B)(6) to return the unit to thermotek for eval. The dme did return the device for eval; the therapy wraps were not returned. During this eval, it was observed that the device was set for 30 min. On/30min off, compression off, published and listed specs. Thermotek's internal testing to a stringent standard did identify a small compression air leak during the compression stability testing (dvt left and right). In the field the unit was compensating to the leak by performing "short compressions" to maintain compression on the wrap. The over pressure safety circuit functioned to product specs. This is a secondary hardware only safety protection (in the event of a failure of the primary software detection) to detect over compression and vent the wrap immediately for pt safety. The device was found to operate to mfg specs in the field; the device's secondary over pressure protection circuit functioned to mfg specs. An over compression of the dvt wrap or the wrap staying inflated is not a failure mode that could have been presented as claimed by the pt.

Event description:
Pt called thermotek on (B)(6) 2014 requesting the device serial number and complained that the wrap would stay inflated. At the time the pt did state she was experiencing pain. Per the pt, the dme replaced the wrap but not the device. Thermotek contacted our distributor, (B)(6) on (B)(6) 2014 to get sn and any other info available on the customer complaint. Per the dme, they identified the sn as (B)(4) and offered the following info: pt called the dma on (B)(6) with complaint of wraps not inflating. The dme's service tech assessed over the phone that the dvt calf wraps were not plugged into the machine. The pt plugged the wraps into the machine and the unit functioned normally according to pt on phone. Pt called dme on (B)(6) stating operative ides (r) calf wrap was not deflating. The dme service tech went to pt's home same day to address complaint. The service tech noticed dvt function on machine had been changed from bilateral to single leg. He noted that only the right wrap was operating. He changed the setting back to bilateral. He stayed to confirm that unit was functioning properly and both wraps were inflating and deflating. The dme did not indicate that either the compression nor the thermal wraps were replaced when the pt was serviced. The unit was p/u on (B)(6) 2014 when rental period was over. Dme confirmed that a cpm machine was ordered by physician but dme did not supply the machine. The dme was not sure if another entity supplied the cpm machine. Ref vol #mw5037769.